Manufacturer narrative:
(B)(4). Results and conclusion of eval:(perforation), (heavily calcified iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the iliacs were straight and heavily calcified bilaterally with more calcification in the right; the aortic neck diameter was 29 mm to 30 mm with moderate thrombus; the right iliacs were 12 mm to 13 mm to 11 mm; the left iliac artery was 11 mm to 10 mm. It was reported that the physician could not get the device up the left common femoral and the delivery system perforated the left common femoral. The physician patched the perforated artery with a surgical graft with success. No add'l clinical sequelae were reported and the pt is doing well.